Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, imaging was challenging. Multiple grasping and capturing attempts were made but adequate leaflet insertion could not be visualized. A decision was made to remove the clip from the anatomy. During removal, a chordal structure was visualized to be floating. While retraction, a significant force was applied to bring clip inside the triclip steerable guide catheter (tsgc). Post removal, the tsgc-clip assembly was observed at the back table. A significant amount of tissue was observed to be attached with the clip. The tr remained unchanged post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported unable to capture, unable to grasp leaflets, and difficult imaging were unable to be determined. The reported difficult to remove from anatomy and difficult to remove clip from tsgc were likely due to procedural circumstances. The reported tissue injury was a cascading event of the reported difficult to remove from anatomy and due to patient anatomy (fragile tissue). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a